Event description:
During troubleshooting for a system error (se) 2201, a se 2367 occurred. The technical service representative (tsr) explained the message to the home patient (hp). The hp was informed to use manual bags and keep the pro card. A follow up was done via phone. The hp had discarded the supplies and did not know the lot number. The hp has continued therapy with no issues.

Manufacturer narrative:
(B)(4). This complaint is for a report of a system error 2367. This complaint was not confirmed in the lab due to a lack of a sample. The lot number is unknown therefore a batch review was not performed. There was not enough data within the complaint information to identify root cause. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The lot number was not provided; therefore a batch review cannot be conducted.the sample was discarded. Should additional information become available, a follow up MDR will be sent.